Event description:
It was reported that the patients stimulation was not adequate, and the patient was experiencing extensive muscle spasms in both legs and feet. The patient was also experiencing pain at the implantable pulse generator (ipg) pocket site. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned.